Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. It was noted that the automatic capture test was unsuccessful due to low evoked response. This lead was replaced with the same model. No additional adverse patient effects were reported.